Event description:
Complaint #: (B)(4).

Manufacturer narrative:
(10/213) the involved device was returned to intervascular. A visual inspection was performed by the quality assurance supervisor. The inspection results are the following: the visual inspection of the returned product confirmed the presence of yellow stains on its outer surface. The observed spots are a known phenomenon caused by collagen during the prosthesis manufacturing process; they may develop a yellowish tint over time but do not impact product safety or performance, and the product remains compliant with its specifications. (67) the conducted investigation concludes that the returned product is conform to the the product specifications.

Manufacturer narrative:
(4109/213) the review of historical data indicated that no other complaint was reported for the same sterilization lot number 25d17. (10/3233) it was reported that the product is available for investigation, it should be returned to intervascular for examination. (11) the investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular from the health facility that the doctor found there was a yellow like stain on the surface of the graft. Another graft was used to complete the surgery. Complaint # (B)(4).